Event description:
Philips received a complaint by the customer on the v60 indicating a constant 1102 "primary alarm failed" alarm error. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report a constant 1102 "primary alarm failed" alarm error. The remote service engineer (rse) confirmed that the 1102 error code was logged in the event log, performed troubleshooting with the customer, and informed the customer of the following recommended repair per the v60 service manual. The rse also provided the customer with the part numbers and prices of the replacement speaker assembly and cpu pcba for repair. Investigation is ongoing

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the biomedical engineer (bme). This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Per the good faith effort (gfe) response received on november 14, 2025, the issue has been resolved. Further case information regarding the repair is still pending.